Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Functional testing involved a leak test and found that a leak was detected in the cuff. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed for a similar part and found no discrepancies. Based on the evidence, the complaint was observed and a root cause was unable to be determined.

Manufacturer narrative:
(B)(6) 2017. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® blue line ultra® suctionaid tracheostomy tube had a leak alarm on an artificial respirator after the device had been in use with a patient for 10 days. It was observed that the cuff had an air leak. The device had been checked prior to use. The tracheostomy tube was replaced. No patient injury was reported. See MFR: 3012307300-2017-00706.